Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The reported event for ipg being inoperable was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was functionally tested to manufacturing specifications using the auto tester. The ipg passed all testing. There is sufficient information in the clinicians manual regarding maintaining the ipg battery charge. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.